Event description:
It was reported that during a laparoscopic resection of sigmoideum procedure, from the beginning of the operation we could hear a hissing sound from the trocar. During that time a 12 mm instrument was inserted in the trocar. We took out the instrument and the hissing continued. The air pressure in the abdomen was normal but we could see that there was a leakage according to the air consumption. We took up a new sleeve and took out the old one. The hissing and wheezing continued, both with and without instrument. The angle of the trocar and the instrument was not extraordinary, just normal. We changed to another sleeve, and it got a bit better. During the procedure we used two more 12 mm trocars, with no problem. Surgery was prolonged ten minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Only one scissored clip was received. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. As the device was not received. No batch number was available; therefore, we were unable to check manufacturing records for any related non-conformance.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned. Additional information: were any noises heard such as "whistling" or "hissing"? Hissing and wheezing if so, did the "noise" prevent insufflation? Unknown. Was there a drop in pressure? Unknown. What was the gas consumption rate or volume (liter/minute)? Unknown. Were you able to identify where the leak was coming from? Unknown. Was a device inserted in the trocar during the leaking? Yes and no. If so, what device? Unknown. Was any torque being applied to the trocar or device? Nothing extraordinary